Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call absence of no delivery alarm. Troubleshooting for absence of no delivery was performed. Customer filled the tubing and they did not see insulin come out during manual prime. Customer was advised to call back when they receive a tubing clamp to perform the high pressure test.